Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 586 mg/dl with an unspecified amount of ketones, excessive urination, extreme thirst, nausea, vomiting, abdominal pain, extreme drowsiness, headache, symptoms of dehydration, chest pain, and rapid breathing. The patient was hospitalized on the same day with diabetic ketoacidosis and treated by the health care provider with intravenous fluids, intravenous glucose, and other methods of treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The reporter was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. The pump also accurately recommended a proper bolus amount during troubleshooting. It was reported that the user remained on insulin pump therapy. The patient was referred to the health care provider for diabetes management. Although no defects were found during troubleshooting, the user's health care provider insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific inaccurate delivery issue.